Manufacturer narrative:
Device was returned and evaluated the investigation results are as follows: the complaint could not be confirmed. The device appears to function as intended.

Event description:
Patient stated he applied the v-go on (B)(6) 2019 at 8am. Patient stated that the needle button popped out near 4pm, after 6 hours of wear. Patient stated that he was able to push the needle back in and did not remove the v-go. Patient stated that an hour later, near 5pm, the button popped out, again; however, the needle locked, preventing it from being push in again. Patient removed the v-go, near 6pm, an hour later, and replaced it with a new v-go, to continue therapy. Patient stated he wears v-gos for more than 24 hours to save on insulin costs. Patient advised v-go should only be worn for 24 hours.